Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The proximity switch (limit switch) of the collision protection of the c-arm was defective. In this case, the c-arm of the system could no longer be moved by the motor at full speed. For safety reasons the system could be moved at reduced speed only in the override mode. This mode is a mitigation of the problem. It runs under the conscious control of the user and is described in detail in the instructions for use (IFU). The patient table and radiation were working properly, however, the user decided to switch to another system. The affected and returned part was examined and based on the traces found, it is assumed that external force was applied. The limit switch was apparently damaged by external impact, which could be caused by a collision with external objects. This thesis is supported by the on-site findings, the examination of the part, and the fact that after the limit switch was replaced, the system again functioned as specified. The spare parts consumption of the affected part was verified. A possible general fault that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported limited stand and table movement. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.